Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4)

Event description:
A facilities manager reported suction was lost during laser assisted flap creation. Surgery was stopped. Error message occurred. Upon follow up, the doctor completed the operation after the patient's status was stable that same day. The patient was examined two days after the operation and has conjunctival congestion. No other complaints at the present time.

Manufacturer narrative:
The root cause could be identified conclusively. The manufacturer internal reference number is: (B)(4).